Manufacturer narrative:
The case description states that the user's charging cable and controller overheated and melted. Visual inspection of the returned controller confirmed the reported thermal event. Inspection of the charging port of the controller found the plastic around the port to be warped and the metal connector piece of the charging cable was still stuck in the charging port, having been melted into the port. The charging cable and charging adapter were not returned with the controller. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted, and logs were not pulled from the controller due to the thermal damage to the charging port. The back cover of the controller was unable to be removed to inspect the sim card or to check the internal components due to the metal connector piece being melted into the charging port. It could not be determined if there were any internal issues that contributed to the thermal event. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary. The lcd display was observed to be cracked. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer reports that the controller was left charging overnight, resulting in the charging cable overheating, burning and melting the controller with the adapter. The cable became stuck in the port and also caused damage to the mattress, sheets and the iphone case. No medical intervention was required.